Event description:
It was reported that during an associated lead revision procedure, the atrial lead could not be removed the header port of the device. The lead remained connected and the procedure was completed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).